Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited post sensed t wave oversensing. It was noted that the t waves were as large as the r waves. Programming changes were made on (B)(6) 2019. No other episodes were noted post programming. There were no patient consequences.